Event description:
It was reported that the patient presented for initial implant of the right ventricular lead. During the procedure the pacing impedance measured less than the lower limit. The lead was removed, and the implant was completed with a replacement. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.